Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not beep during tone test. The alert was too low to hear. Customer¿s blood glucose level was 198 mg/dl. Customer reported that the insulin pump had scuff mark on screen and insulin shoot out during manual prime. The motor was slower during rewinding. Back light was dimmer. Customer reported that the drive support cap was normal. Customer was assisted to perform self-test. Insulin pump had failed battery alarm. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.